Event description:
Event description guidant received information that when the ventricular lead was connected to this pacemaker out of the patient's pacemaker pocket during an implant procedure, no pacing was observed on the ventricular channel.